Event description:
The patient's spouse reported that the patient has had five v-go 40 devices fall off about five hours after application to the back of the arm. Patient wife confirmed that the patient is preparing the application site with an alcohol prep prior to applying the v-go devices and that there is no interference with clothing.